Manufacturer narrative:
Device evaluation summary: the service engineer evaluated the device and found spare part of touch screen pcb (printed circuit board) had burnt marks. The main board and touch screen were replaced and the screen displayed normally. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator generated device alert with black screen when powered on. It was additionally noted that smoke was coming from inside the ventilator. There was no patient involvement with the reported event.